Event description:
It was reported that a patient developed heart block. The patient presented for a transcatheter aortic valve replacement (tavr) procedure with a 23mm lotus edge valve. The tavr implant was completed without incident. At the end of the procedure, the patient experienced heart block. A permanent pacemaker was implanted without issue to treat the heart block. The patient was reportedly doing well.